Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was 871 mg/dl last night and she went to the doctor. The customer was treated with insulin at the hospital. The customer stated that she woke up the next morning with blood glucose of 550 mg/dl. The customer stated that she did not eat anything and did not bolus for coffee. The customer also had symptoms such as frequent urination and ketones. The customer declined to troubleshoot for high readings.